Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that the blood glucose was 13.2 mmol/l. The customer reported that the insulin pump had stopped working and the notification light blinked red and the display remained black. Troubleshooting was performed related to the blank display which did not resolve the issue. The customer was advised that the insulin pump will be replaced. Product is not expected to return for analysis.